Manufacturer narrative:
Operator of device is unknown; no additional information was received. A product sample was received for evaluation. Visual and functional testing were performed. The device was returned for evaluation; without its original packaging, decontaminated and inside a plastic bag. No damage or occlusion was not detected visually at a distance of 12" to 16" under normal conditions of illumination. Using a syringe to fill cassette with water in order to find occlusion, water could not flow through female connector, occlusion was present inside the connector bond to tube. The problem is confirmed and root cause was determined to be manufacturing related. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that, during a pre-use check, the customer attempted to fill up medical fluid into the product, but could not do it successfully. No patient injury was reported.